Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with a damaged housing. During analysis, the moment the device was powered up, the device started double beeping. Service will replace the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump was double beeping. There were no reported adverse events.